Manufacturer narrative:
(B)(4). The customer's report of an overinfusion was confirmed. The pcu event log review did not show any programming errors. Rate accuracy testing showed that the device was underinfusing, however it was discovered that the bottom door hinge at the door harness retainer was completely broken off. Because of this, the door can be closed but the bottom closed to various degrees. This may or may not lead to an overinfusion depending on the door closure and the gap created between the administration set and the platen. The pcu event log shows that an infusion of ivf without k (potassium), drugid 3, was programmed at 6:55pm on (B)(6) 2014 to run at a rate of 150ml/hr and a vtbi of 999ml. The pcu event log shows that an infusion of ivf without k (potassium), drugid 3, was programmed at 6:55pm on (B)(6) 2014 to run at a rate of 150ml/hr and a vtbi of 999ml. Approximately two hours later, the device alarmed for air in line. The infusion was restarted and alarmed again for air in line. The device was channeled off at 9:00pm and the system shut down. The root cause of the customer's experience of an overinfusion was identified as a broken door hinge at the door harness retainer.

Event description:
The customer reported an overinfusion: 1 liter of plain d5ns was hung around 18:30 as a primary in the m/s profile to infuse at 150 ml/hr. The pump alarmed about 2.5 hours later and the nurse found the bag empty around 21:30. (The nurse remembers discovering it around the time she drew a glucose, which per the medical record was about 21:30.) There was no fluid on the floor or bed indicating a leak. When the bag was found empty, the nurse verified with another nurse that the settings had been correct. She hung a second bag through the same tubing and same pump, and observed it for a few minutes. She thought it appeared to be running fast, so then she changed to a new pump without problems. There was no report of patient harm or medical intervention. Although requested, no additional patient or event information was provided.